Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up after receiving two shocks from the device three weeks ago. Upon interrogation, the programmer displayed a red screen with a battery depletion (bd) error code. The battery status was end of life(eol), declared back on (B)(6) 2018. The patient was admitted for a replacement procedure. It was noted the shock impedance was 199 ohms; the first shock failed to convert. Device data was submitted to technical services for review. It was found that the shock impedance was high at 196 ohms during an effective shock delivered (B)(6) 2017. Therefore, it was recommended to perform x-ray evaluation of system placement so the impedance measurement can be improved during the revision procedure. As the device had reached eol, a malfunction was suspected and immediate replacement was recommended. The s-ICD system was explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device had recorded a battery depletion alert, and reached end of life (eol) battery status on (B)(6) 2018. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up after receiving two shocks from the device three weeks ago. Upon interrogation, the programmer displayed a red screen with a battery depletion (bd) error code. The battery status was end of life(eol), declared back on (B)(6) 2018. The patient was admitted for a replacement procedure. It was noted the shock impedance was 199 ohms; the first shock failed to convert. Device data was submitted to technical services for review. It was found that the shock impedance was high at 196 ohms during an effective shock delivered (B)(6) 2017. Therefore, it was recommended to perform x-ray evaluation of system placement so the impedance measurement can be improved during the revision procedure. As the device had reached eol, a malfunction was suspected and immediate replacement was recommended. The s-ICD system was explanted and replaced with a transvenous ICD system the following week. No additional adverse patient effects were reported.